Manufacturer narrative:
The returned, used device was evaluated for damage and found the upper jaw broken and still attached to the shaft and the trap door does not close. The device failed all functional testing. This is a technique dependent device and the most likely cause of this suspected failure is user related. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: - device is not to be used on bone or similar hard tissue warnings: - avoid lateral stresses to the instrument or device function may be compromised - do not use if parts are broken, cracked or worn, or device function may be compromised precautions: - prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the customer an issue with the (B)(4), spectrum autopass suture passer, occurring on (B)(6) 2018 during a rotator cuff repair procedure. It was reported that the surgeon was having issues passing his suture with the spectrum autopass. He then realized it was broken, the grasper was not closing fully when the trigger was pulled. Additional information received indicated that after approximately 30minutes into the procedure and after placing approximately 4 sutures, the surgeon was attempting to pass sutures through supraspinatus tendon tissue when he removed the device and realized the tip was not closing properly. The device remained intact and no pieces broke off the device. The surgery was completed successfully using an alternate suture passer with a minimal 2minute delay to the procedure. The reporter confirmed that there was no injury to the patient or complications reported. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.